Event description:
It was reported that the patient underwent a lumbar fusion. Sometime post-op it was reported that rods broke bilaterally due to a blunt force trauma to the patient¿s back. The patient underwent a revision surgery to replace the rods. No additional patient complications were reported.

Manufacturer narrative:
Visual review confirms rod broken. Multiple rod bender points and set screw witness marks noted along the length of the rod. No surface defect that appears to have contributed to crack initiation and propagation identified. Examination of the fracture surface identified multimodal fractures, with initial region with evidence of progressive convex striations or beach marks approximately 75% of the way through the cross-sectional area, followed by another region of increased material disruption, river lines, and shear lips, which are consistent with overload to which appears to have resulted in ultimate failure of the implant. After review, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.